Event description:
The user facility originally reported that the insulated parts of the hooks were burning/sparking during gall bladder operations. Both instruments are new. Additional information: the materials manager reported that there was no patient injury.